Event description:
It was reported that the drill bit broke off in the humerus during a labral repair. The drill bit was so deep that it couldn't be retrieved. It was probably used 100 - 150 times.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Part evaluation visually: drill head broken off. Drill shaft bent. Dimensional: returned drill component met print specification. Summary: a review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).